Event description:
The blood glucose monitoring device base 3rd and 4th contacts are missing however there was no melting. Upon further investigation from the manufacturer's evaluation department; evidence of burning was found. No other information was provided regarding the incident. A request was made for the return of the suspect device and replacement product was sent.